Event description:
It was reported that an alarm and a chattering noise were heard from the ventilator while it was connected to a pt. The ventilator was replaced. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).